Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays reported as t10- pelvis fixation iliac screws are fractured at head/ screw interface. Unable to assess bony fusion or deformity correction on provided images. Root cause: indeterminate.

Event description:
Pre-op diagnosis: adult degenerative disease and scoliosis levels implanted: t10-pelvis it was reported that on an unknown date, post-op, pelvic screws sheared off. Due to which patient had pain associated with movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.